Manufacturer narrative:
Based on information available at the time of this review, that there is a serious injury reported and indicate this complaint is reportable to regulatory authorities. In previous report the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges needing sinus surgery and his asthma getting worse, increasing respiratory issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In this report adverse event/product problem, product UDI (rfb), type of reported complaint, health impact grid updated/corrected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges needing sinus surgery and his asthma getting worse, increasing respiratory issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.